Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported that during the pump replacement procedure, the physician did not clamp the catheter and medication dripped out during the procedure. The catheter was not aspirated and was not primed after connecting to the pump. Following implant, the patient was feeling "itchy". The pump was delivering baclofen. It was later reported that the physician did not want to aspirate the catheter. It was unknown how much drug had dripped out of the catheter during the implant procedure. The drug had been taken from the old pump and put into the new pump. The patient was "fine" following the event.